Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during implant of a 26mm sapien 3 valve in the aortic position, valve alignment difficulty was encountered. A video was provided of the commander delivery system post procedure and balloon leakage was observed. As reported, during valve alignment, it was difficult to center the valve between the valve alignment markers but it was managed. After crossing the annulus, balloon inflation was in progress, but the balloon of the commander delivery system only expanded in the distal part. A decision was made to retract the valve and deploy it in the ascending aorta. A second delivery system and valve were used and the valve was successfully implanted. The patient was stable.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: kink on the balloon shaft (due to packaging), severe flex tip gouges observed, compression observed where the flex tip bonds to the flex shaft, the balloon is wrinkled at distal end, I/c bond is intact, and multiples pinholes observed on the tapered length of the balloon (pinholes near same location). Functional testing revealed the fine adjust mechanisms of the delivery system met specification. Dimensional testing of the outer diameter (od) of the delivery system was measured and was found to be within specification. During balloon manufacturing the entire delivery system including the crimp and inflation bond) are visually 100% inspected for the following: distal and proximal length, distal and proximal ID, single and double wall thickness, appearance/gross defects, foreign matter, impurity or contamination, fish eyes, and gel spots. Balloons are sampled tested for burst testing and additional visual inspection. The flex tip assembly and bonding outer diameter are inspected. The find adjust knob and locking collet assembly are inspected for the following: knob reaches full capacity, rotates consistently to full capacity, and wing nut can be ¿locked¿ and ¿neutral¿ in position and set. Each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination, fold lines and distorted/pinched folds. The fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. The delivery system is 100% visually inspected distal to proximal by both manufacturing and quality for damage or missing components. The inflation and crimp balloon are inspected for distorted/pinched folds. The flex shaft is inspected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. The commander delivery system is 100% leak tested. During product verification (pv) testing, the delivery system is visually inspected for physical defects, or damage, tears, or separation in the inflation/crimp balloon bond. Functional verification of fine adjust where balloon shafts are pulled from default position to valve alignment position and the fine adjustment wheel is used (if necessary) to ensure valve alignment position can be achieved. A balloon bust pressure is tested on a sampling basis. In addition, the inflation balloon/crimp balloon bond and locknut/collet engagement force are tensile tested. The lot met statistical prior to release. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history review (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of the lot history revealed no other complaints for delivery system ¿ difficulty with valve alignment and balloon leakage. Complaint data for the previous 12 months was reviewed (june 2017 through may 2018) for the commander delivery system (all models and sizes) revealed similar complaints with returned devices. No manufacturing non-conformances or IFU/training manual deficiencies have been identified in the investigations. The complaints for delivery system ¿ difficulty with valve alignment and balloon ¿ leakage were confirmed based on visual inspection of the returned device, where severe flex tip gouges and pinholes on the balloon were observed. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing and functional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the balloon occurred during use and was not present upon leaving the manufacturing facility. The reviews of complaint history and imagery suggest that patient or procedural factors may have contributed to the difficulty with valve alignment and balloon leakage. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, contributing to valve alignment difficulty. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The procedural training manual provides guidance for correcting valve diving and flex shaft compression during valve alignment. Although no procedural imagery of valve alignment was provided, the severe flex tip gouges observed during device evaluation, supports the presence of valve diving. The excessive manipulation that likely occurred due to the valve alignment difficulties also may have caused the valve struts to catch onto the inflation balloon and create the observed pinholes. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, available information suggests that patient and/or procedural factors (performing valve alignment at a bend or angle) may have contributed to the complaint event. The complaints were confirmed. No manufacturing non-conformances were identified in the returned device. No product non-conformances or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative action is required.